Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. Dianeal therapies were ongoing. During a call with baxter customer services, the following information was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event on the same day. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering. The peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number: gd892646. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.